Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2018 during which the surgeon noted ¿the previously placed mesh was balled up and not covering the defect.¿ it was reported that the patient experienced severe pain, mesh contraction, recurrence, nausea, inflammation, bulging, stress and anxiety. No additional information is provided.

Manufacturer narrative:
Date sent to FDA: 10/29/2020. Additional information: a1, a2, d3, g1, g2. Additional b5 narrative: it was reported that the patient experienced hernia recurrence.